Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during functional test after d.01 software update the cardiosave intra-aortic balloon pump (iabp) had multiple failures.

Event description:
It was reported that during functional test after d.01 software update the cardiosave intra-aortic balloon pump (iabp) had multiple failures, which were ambient pressure change, display error, communication error, pneumatic failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, d9, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). A getinge field service engineer (fse) errors of #58 x2 ambient pressure change, #63 x48 display errors, #106 x15 communication error and #124 x1 - pneumatic failure. Device removed from use and calibration of pressure transducers recommended. Investigate video generator board replacement as well. Reseated all the plugs and checked for any cable damage. Collected and cleared all the log fles. Performed a function test but could not replicate the short circuit issue. No electrical or power faults were logged. The only fault that is logged is code 63. Performed touch screen calibration without any issues, and screen during normal mode or service mode performed as expected. The unit is out of service until fault code 63 is resolved and transducers are calibrated. The log is to be submitted to germany for review. On 8th april 2025, performed calibration. Performed function check. Performed est. No further issues were detected. The unit is for use.